Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative. It was reported that the lead migration was first noticed on (B)(6)2017. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1can1, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastr ointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a lead migration, so the healthcare provider replaced the lead. There were no patient complications reported as a result of this event.